Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 106 mg/dl. Troubleshooting was performed. The basal rates, time and date, and the bolus history appeared to be correct. The alarm history revealed a low reservoir alarm and a no delivery alarm. The self test and the fixed prime test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.